Event description:
A home pt (hp) reported experiencing incomplete primes of the pt line of the homechoice sets on 2 consecutive nights. Reportedly in 2004 the hp noted the pt line had not completely primed before connecting to the setup. The hp subsequently disconnected the homechoice set from the solution bags and reconnected the solution bags to a new homechoice set. Priming was then performed again with no difficulties experienced. The following night the hp again experienced an incomplete prime of the pt line tubing. The hp contacted baxter's technical service center who walked the hp through the re-prime procedure. Re-prime was successful and the hp was able to proceed with therapy. Per the hp, the next night pt began lowering the level of the pt line connector in the homechoice set organizer before prime. The setup primed that night with no difficulties. The hp has now continued this practice and no longer observes incomplete primes. No pt injury or medical intervention was associated with this issue, per the hp.